Event description:
It was reported that during use on a patient cs300 intra-aortic balloon pump (iabp) lost power while plugged in.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 event site full name: (B)(6).

Manufacturer narrative:
Updated fields. Corrected fields.

Event description:
It was reported that during use the cs300 intra-aortic balloon pump lost power while plugged in. There was no patient harm reported.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge fse states the service has been notified for the needed repair info. No repair information available. In future if we receive any repair information will reopen and update the investigation.